Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12817. It was reported a pericardial effusion increase occurred. A left atrial appendage (laa) closure procedure was being performed. A baseline pericardial effusion was noticed, but the procedure continued. A watchman ® access system (was) and 33 mm watchman ® laa closure device and delivery system (wds) were used. The wds was advanced, but met resistance. It was never deployed. They removed the wds from the patient and heparin was given. It was then noticed that the effusion was slightly larger, although not confirmed by echocardiogram. The procedure was stopped because of this. The patient's blood pressure was stable throughout the procedure and the heparin was reversed. The patient woke up well in recovery with no complications.